Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated crack on the back towards the clip. The customer stated that they received open book image on insulin pump display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.